Event description:
It was reported that the surgeon inserted an aq2003v silicone three piece lens and noted a piece of the lens was missing after insertion. The lens was removed without enlarging the incision and there was no pt injury.